Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent blank display as a result of a faulty battery tube. Further testing was not performed due to the blank display.

Event description:
The customer reported having high blood glucose for the past few days. The blood glucose reading at time of the call was 214 mg/dl. The customer stated that she did not see much insulin exiting during prime. Troubleshooting was performed and the programming in the insulin pump was correct. Ran a fixed prime test and passed. However, the high pressure test was performed and failed. No further information was provided.